Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Roi-c 2 half anchoring plates: one damaged, one in damaged cage. During an acdf (anterior cervical discectomy & fusion) procedure in c4-c5, the surgeon was not able to insert the first anchoring plate in the roi-c cage and the implant was damaged. No broken part left in the patient body. Another device was used. Delay 50min. No harm to the patient. (Products mentioned to be returned on complaint report form : one cage broken, 1 anchoring plate damaged. Products received) recorded in complaint (B)(4). Other products received on sept 21st 2017, another anchoring plate : one half-anchoring plate inserted in cage related to complaint (B)(4) and the other is damaged. This anchoring plate was the first used during this surgery we have requested more information.

Manufacturer narrative:
Additional information received on 16/oct/2017: no starter awl was available in the instrument set to help the insertion of the anchoring plate (distributor's choice). Surgical technique followed by surgeon. Fields were updated. Our analysis on cage shows that the cage is broken near the slot of anchoring plate. It indicates that a significant effort was applied on anchoring plate which leads to the breakage of the cage. This issue could happened when the patient has hard bones or other bones pathology, and creates difficulties for insertion of anchoring plate. These elements allow to conclude that the root cause is not related to the products but probably to the bone quality of patient and the no use of the starter awl.